Manufacturer narrative:
H.6. Investigation: no photo or sample was received with the customer's complaint of component damage. Without this information, the complaint can not be verified and the root cause remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that the maxzero needleless connector experienced a stick down of a needle-free valve and leakage. The following information was provided by the initial reporter: material #: mz1000-07, batch/ lot #: unknown. Cap leaking blood after removing tubing. Blue part not closing after removal of tube while using a port to draw labs. The maz zero needless cap connect was attached.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero needleless connector experienced a stick down of a needle-free valve and leakage. The following information was provided by the initial reporter: material #: mz1000-07. Batch/ lot #: unknown. Cap leaking blood after removing tubing. Blue part not closing after removal of tube while using a port to draw labs. The maz zero needless cap connect was attached.